Manufacturer narrative:
In argus database case ID ((B)(4) has been created for this report. Two times on first day and one time on second day.

Event description:
Gagging [retching]. Coughing [cough]. Little spinning part of the brush broke off in her mouth [device breakage]. This is a spontaneous report received from a consumer mother on (B)(6) 2017 regarding a (B)(6) female consumer who experienced gagging and coughing after using the col ptb kids talking monster high. There was no medical history provided. On (B)(6) 2017, the consumer started using the col ptb kids talking monster high for oral hygiene twice daily. On (B)(6) 2017 morning, while brushing her teeth she almost choked when the little round spinning part of the brush broke off in her mouth and started coughing and gagging. On (B)(6) 2017, the consumer discontinued the use of the col ptb kids talking monster high. The outcome of the events gagging and coughing were resolved at the time of reporting.